Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that for the past few days they had been quite dizzy for one to two seconds, passing out for one to two seconds and were very concerned with the functioning of their device. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.